Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon strings were sealed into the wrapper, cutting off the tampon strings [device physical property issue]. Case narrative: consumer reported via e-mail that tampon strings were sealed into the wrapper, cutting off the tampon strings. No injury reported.

Event description:
Tampon strings were sealed into the wrapper, cutting off the tampon strings [device physical property issue] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that tampon strings were sealed into the wrapper, cutting off the tampon strings. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon strings were sealed into the wrapper, cutting off the tampon strings [device physical property issue] probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that tampon strings were sealed into the wrapper, cutting off the tampon strings. No injury reported.

Manufacturer narrative:
Probable manufacturing cause could be identified as a result of the lot code investigation completed on may 25, 2022. An investigation is in progress for returned product received on may 18, 2022.